Event description:
It was reported by the customer that the pyxis medstation es system pyxis machine is experiencing issues with two malfunctioning drawers, preventing the nurse from accessing medications. The affected drawers are aux 2.1 and aux 2.2. An attempt was made to restart the machine and recover its functionality; however, this effort was unsuccessful. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that failed drawer. A field service engineer reconnected the cables to address the problem. The system functioned as intended after troubleshooting.